Manufacturer narrative:
This report is associated with argus case (B)(4), corega. Corega is marketed as super poligrip in the us.

Event description:
Cardiac arrest. Case description: this case was reported by a consumer via call center representative and described the occurrence of cardiac arrest in a female patient who received corega oral powder for product used for unknown indication. On an unknown date, the patient started corega. In 2011, an unknown time after starting corega, the patient experienced cardiac arrest (serious criteria gsk medically significant). On an unknown date, the outcome of the cardiac arrest was not reported. It was unknown if the reporter considered the cardiac arrest to be related to corega. Additional details, the consumer informed that corega did not adhere the denture. According to her, the dentist prohibited the dentures use during night because she had cardiac arrest in 2011 while sleep.